Event description:
The account reported the bed was pulled away from the wall without unplugging the communication cable. The bed is located in the facilities bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The account found the side com board was damaged and the nurse call did not function for the pt position module. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the side com power control board assembly to resolve the issue. Based on this info, no further action is required.